Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and a recessed battery cable connector was observed. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and firmware errors were not observed. The reported event of initializing screen without manual restart was confirmed during visual inspection. The root cause was determined to be the recessed battery cable connector.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report the receiver initialized without a manual restart on (B)(6) 2015. The patient's mother did not report injury or medical intervention. No additional patient or event information is available.